Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He states the pump seems to be working but the screen is scratched and hard to read. Customer states they can not read the display. Customer has a silicone case to use with the pump. He does not use because he feels it changes the size of the pump. Products are expected to return.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.